Manufacturer narrative:
As reported in a research article, of 64 patients who underwent transcatheter closure of the pda with an amplatzer device, two patients had the devices migrate and two had embolize. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the instructions for use, 600419-004 version a, " the amplatzer duct occluder ii additional sizes is contraindicated for patients who weigh less than 6 kg".

Event description:
Reference manufacturing report number 2135147-2020-00162. It was reported through a research article identifying amplatzer duct occluder ii that may be related to a complications post procedure. Details are listed in the article, titled "improved ventilation in premature babies after transcatheter versus surgical closure of patent ductus arteriosus" it was reported in the article that 64 patients had a patent ductus arteriosus closure from 2016 to 2018. The patient had a weight range from 800 to 2,900 grams. Post procedure, there were 13 complications. Four of the cases were due to device migration and embolization. There were two cases of device migration and two cases of embolization. The devices were successfully snared and retrieved percutaneously.